Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G6:type of report: follow up. H2: additional information - correction. H6: investigation conclusion ¿ additional information.

Event description:
Https://dexcomcomplaints.lightning.force.com/lightning/r/complaint__c/a12ph000008uuxryaq/view#:~:text=it%20was%20reported%20that%20a%20dexcom%20app%20crash%20occurred.%20no%20data%20or%20product%20was%20provided%20for%20evaluation.%20the%20allegation%20and%20a%20probable%20cause%20could%20not%20be%20determined.%20no%20injury%20or%20medical%20intervention%20was%20reported.

Event description:
It was reported that a dexcom app crash occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).